Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable due to the device not being charged as required. Patient was receiving successful stimulation. Device was explanted, and a new device was implanted. Therapy was restored post surgery. No further information is available.

Event description:
New information received states that it is unknown when the patient last had therapy or last recharged. There were no complications during the procedure. Patient was stable.